Manufacturer narrative:
E1: facility name "(B)(6)". H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal and defective dso sensor. The cause of the customer reported problem was the defective dso sensor. The ehl showed many "high alarm displayed: downstream occlusion" messages. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor.

Event description:
It was reported that the occlusion alarm occurred. The device's fault occurred during set up and prior to the infusion. There was no patient involvement.